Event description:
There was an allegation of questionable results for two patients from the cobas e411 rack analyzer. The customer could not provide the specific date of the event. An estimation of the "end of november" was provided. This medwatch is for the hiv combi pt assay. Refer to the medwatch with a1-patient identifier (B)(6) for the elecsys anti-hcv ii assay. The customer obtained positive results for both samples using a competitor's tests. The samples were then tested on the cobas e411 analyzer. Example 1 elecsys anti-hcv ii result was negative. The sample was then positive when tested using pcr. Example 2 elecsys hiv combi pt result was negative. The result from the "aids center" was negative.

Manufacturer narrative:
The cobas e411 rack analyzer serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. As no sample material was available, further investigation was not possible. The elecsys results were considered as being correctly negative. There was no indication of a device malfunction.